Manufacturer narrative:
Correction h6: conclusion code should be 18 instead of 51.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had not recharged or used the scs system in over a year (reason unknown). As such, the device became inoperable. In turn, the patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored following the procedure. The issue is resolved.